Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4(expiry date: 09/2021),g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement through the left internal jugular vein, the catheter was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one powerport MRI isp attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and the identified material separation, deformation and wear issues, as a complete crescent-shaped circumferential break was observed approximately 12.0 cm from the distal end of the cath-lock. A circumferential split was observed approximately 11.3 cm from the distal end of the cath-lock. The edges of the crescent shaped circumferential split appeared smooth and rounded. The edges of the complete circumferential break appeared smooth and rounded one region as well as rough and granular on another. The identified break is typical of flexural fatigue, which is due to the repetitive kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement through the left internal jugular vein, the catheter was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement through the left internal jugular vein, the catheter was allegedly broken. There was no reported patient injury.